Event description:
It was reported that a dexcom g6 continuous glucose monitor failed to pair with the ilet, resulting in loss of blood glucose readings after previously obtaining values earlier in the day; the user elected to insert a new dexcom g6 sensor and did not request further pairing assistance. Symptoms included hyperglycemia. Outcomes included no reported medical intervention, no emergency care, and no hospitalization. Investigation included a review of user-reported device performance and troubleshooting guidance. Investigation of this case revealed that the sensor code could not be obtained from dexcom and pairing to the ilet failed, after which the user replaced the sensor. It was concluded that the event involved hyperglycemia with an unclear cause related to cgm pairing failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.